Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of lower peep (positive end expiratory pressure) than set and low exhaled tidal volume (vte) levels was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
An authorized third party service provider (asp) performed an initial inspection of the device where it was determined that it required further evaluation. Upon further evaluation of the device, the same asp observed that the ventilator was measuring lower peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for initial medwatch report: section d4, model #, of the initial medwatch report stated: prt-01185-000. Section d4, model #, of the initial medwatch report should have stated: v+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).